Manufacturer narrative:
(B)(4). Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards is unable to conclusively determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Article - reversible thrombotic aortic valve restenosis after valve-in-valve transcatheter aortic valve replacement. Abstract - thrombotic aortic valve restenosis following transcatheter aortic valve replacement (tavr) has not been extensively reported and the rates of tavr valve thrombosis are not known. We present three cases of valve-in-valve (viv) restenosis following tavr with the balloon expandable transcatheter heart valves, presumably due to valve thrombosis that improved with anticoagulation. Summary - edwards received information that this 25mm aortic surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration. The reason for re-operation was due to severe valvular dysfunction. A 23mm transcatheter valve was implanted and there were no reported complications.